Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of platelets. At 2205, the infusion was set at a rate of 50ml/hour. At 15 minutes vital sign check was performed and it was observed that the 220ml bag of platelets had completely infused. There was patient involvement but no harm was indicated. Customer did internal investigation "no issues found with pump".

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that there was an over infusion of platelets. At 2205, the infusion was set at a rate of 50ml/hour. At 15 minutes vital sign check was performed and it was observed that the 220ml bag of platelets had completely infused. There was patient involvement but no harm was indicated.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, PMA / 510(k)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative: investigation summary : the reported issue that there was an over infusion of platelets was not able to be confirmed from the log only review investigation. The requested devices were not provided to bd for further investigation of the reported issue. It was reported by the facility that the biomed inspection and testing did not find any faults and the suspect pump module to be working as expected. The suspect pump module was reported to have been placed back in service after the biomed¿s evaluation. The log analysis identified an infusion of platelets was manually programmed and started on the date (B)(6) 2024 at the time of 10:08 pm. The infusion rate was set at 50ml/h with the volume to be infused (vtbi) set at 195ml. The infusion of platelets received new manual programming at the time of 10:28 pm, after delivering a recorded primary volume infused (pvi) at 17.153ml. The new programming was a change to the infusion duration to 45 minutes which induced a system response to auto recalculate the infusion rate to 237.2ml/h with a remaining vtbi at 177.847ml. Yes, was selected to proceed with the change and the infusion was started. The infusion was manually terminated at the time of 10:29 pm with a selecting of the pause key and the pvi recorded at 22.36ml. There were door open alarms and momentary restart of the infusion recorded twice after the infusion pause; however, there was no volume infused recorded to have changed with these activities. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the additional approximate 45 minute platelets infusion programmed at 10:28 pm was terminated early after only infusing for approximately 1 minute. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The channel off key was selected on the pump module at the time of 10:34 pm and the pump module removed from the system at the time of 10:38 pm. It was noted during the event log analysis that the system with the suspect pump module had been in use on the same patient for several days prior to the reported over infusion event with there not being any reported infusion discrepancy with the prior infusions that were performed on the suspect pump module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of an over infusion of platelets was not able to be identified from the log only investigation analysis. The devices and the administration set were requested but were not provided to bd for analysis.

Event description:
It was reported that there was an over infusion of platelets. At 2205, the infusion was set at a rate of 50ml/hour. At 15 minutes vital sign check was performed and it was observed that the 220ml bag of platelets had completely infused. There was patient involvement but no harm was indicated. Customer did internal investigation "no issues found with pump".